Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D6a: date is year valid. G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported experiencing lower back pain for several months. When the patient attended the annual examination on may 14, several red ¿x¿ marks were displayed on the physician¿s programmer. The physician did not provide an explanation regarding the red ¿x¿ marks and stated that contact would be made in the near future. The consultation ended, but no follow-up contact from the physician has yet been received. There were no known environmental, external, and patient factors that may have caused the event. It was explained that the call center could not determine what type of contact the physician would make. Since the physician indicated that an explanation would be provided, the patient was asked to contact the physician directly regarding the red ¿x¿ marks. The issue was not resolved at the time of the report. Additional information was received. It was reported that that morning, when the controller was checked, a message stating ¿stimulation is off,¿ which had not been present until t he day prior, was displayed. The stimulation was turned on using the controller¿s on/off button. However, since the lower back pain had been present for several months, it was stated that turning it on now would probably not change the condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the attending physician confirmed that the red ¿x¿ indications were due to an impedance abnormality. There were no actions or interventions taken to resolve the issue. It was noted that it was planned to review the patient¿s electrode settings at their next visit in one year. There remained no complications reported or anticipated.